Event description:
Procedure performed: unknown. Event description: limited information is available at this time. During the insertion of the trocar into the abdomen, liquid got into the obturator tip and was seen through the scope. The case was completed. It is unknown how the case was completed. The surgeon informed the rep that there was patient injury. The nature of the injury is unknown. The product is not available for return. Product was disposed of after the case. Additional information received via email on 25oct2021 from applied medical representative: the trocar in question was ctr03. Additional information received via email on 27oct2021 from applied medical. Representative: unfortunately I am unable to answer the majority of your questions, as I was notified of surgeon complaints by a third party. The information I received was that the surgeon was unsatisfied with the applied trocars and felt they were unsafe. After receiving this information, [name] came in and provided case support. No additional details were offered. Patient status: surgeon stated there was patient injury. The nature of the injury is unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: limited information is available at this time. During the insertion of the trocar into the abdomen, liquid got into the obturator tip and was seen through the scope. The case was completed. It is unknown how the case was completed. The surgeon informed the rep that there was patient injury. The nature of the injury is unknown. The product is not available for return. Product was disposed of after the case. Additional information received via email on 25-oct-2021 from applied medical representative: the trocar in question was ctr03. Additional information received via email on 27-oct-2021 from applied medical representative: unfortunately I am unable to answer the majority of your questions, as I was notified of surgeon complaints by a third party. The information I received was that the surgeon was unsatisfied with the applied trocars and felt they were unsafe. After receiving this information, [name] came in and provided case support. No additional details were offered. Patient status: surgeon stated there was patient injury. The nature of the injury is unknown.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.